Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that potassium would not calibrate. Three different cuvettes were changed out and each time the potassium would not calibrate. A loaner device was employed for the procedure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.